Event description:
The lay pt contacted lifescan (lfs) on (B) (6) 2010 alleging that his one touch ultra link meter read inaccurately high. The medical surveillance specialist (mss) contacted the pt by phone and obtained add'l info included below. The pt told the mss he tested with the subject meter and received a reading of 302 mg/dl. After testing, the pt took 24 units of novolog insulin per his insulin pump based on his treatment regimen. He said that 30 minutes after taking the insulin bolus, he felt shaky, dizzy, and had a headache. He tested with the subject product and obtained a reading of 294 mg/dl. He also tested with another meter and obtained a reading of 64 mg/dl. He treated himself with orange juice. The customer service representative (csr) walked the pt through a passing control solution test during troubleshooting. The pt's product was replaced. This complaint is reported because the pt alleges that he took add'l insulin based on an inaccurately high reading on the lfs meter and within 30 minutes became shaky. He claims he treated himself with juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.